Event description:
It was reported that the patients implantable pulse generator (ipg) had difficulty communicating with the remote. The patient underwent a spinal cord stimulation (scs) explant procedure and was doing well postoperatively. The explanted device was discarded by the facility.